Event description:
Event description guidant receive information that a fracture of the is-1 connector of this transvenous defibrillation lead was noted during a replacement procedure. The sensing portion of the lead was capped and a new rate sensing lead implanted.